Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Hold for cs 06/16/2025 - please do not complete!it was reported that while trying to program the pca using the prefilled pca syringe ndc 76329-1912-, it displays an error message saying, "drug not found." This occurred in the critical care profile on every pump the customer tried. The ims 30ml prefilled is activated in their guardrails editor. Bd learned through due diligence that the customer was using software version 8.19.1.2. The date of event was 5/13/2025 at 1400 with an ICU patient. There was a delay in case for the post op patient with acute pain, due to the pump not reading the morphine pca syringe. The provider ordered hydromorphone IV stat 1413 and 1432, then intermittent. The patients pain level was under control on hydromorphone, as morphine pca was not able to be used. The customer also clarified that the delay in treatment lasted for 13 minutes from when the provider ordered the morphine pca, to when the provider ordered a different dose of IV pain med.

Event description:
It was reported that while trying to program the pca using the prefilled pca syringe ndc 76329-1912-, it displays an error message saying "drug not found." This occurred in the critical care profile on every pump the customer tried. The ims 30ml prefilled is activated in their guardrails editor. Bd learned through due diligence that the customer was using software version 8.19.1.2. The date of event was 5/13/2025 at 1400 with an ICU patient. There was a delay in case for the post op patient with acute pain, due to the pump not reading the morphine pca syringe. The provider ordered hydromorphone IV stat 1413 and 1432, then intermittent. The patients pain level was under control on hydromorphone, as morphine pca was not able to be used. The customer also clarified that the delay in treatment lasted for 13 minutes from when the provider ordered the morphine pca, to when the provider ordered a different dose of IV pain med.

Manufacturer narrative:
Correction : medical device type, PMA / 510(k)#. Additional information: manufacturer narrative. Root cause: the probable cause of the reported device displays an error message saying "drug not found" was not identified during the customer call. Customer was unable to reach contact for more information via phone or email. Forward case to product complaint dept to look more into incident. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.